Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly, which caused the pump to intermittently shut down. The customer provided a blood glucose of 125 mg/dl. Tandem customer technical support (cts) reviewed the pump¿s settings and usage rate. Cts informed the customer that the depletion rate was within normal parameters based on the settings and usage rate, however the customer continued to express a belief that the battery depletion rate was abnormal. Cts then instructed the customer to fully charge the pump and to monitor the battery performance. Multiple contact attempts were made by tandem technical support to determine if the issue persisted after fully charging the pump; however, the customer did not respond.